Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed approximately 3mm of both instrument tips have been broken off, cons istent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip was worn on the counter torque wrench. No patient complications were reported.